Event description:
It was reported that the patient presented for an atrioventricular node (avn) ablation procedure. It was noted that the right ventricular (rv) lead was dislodged from the left bundle area. The rv lead was explanted and replaced. The patient was discharged. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that right ventricular lead dislodgement had been confirmed by x-ray.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: the field h2, follow-up type should have been selected as device evaluation rather than additional information. The field h3 should have been selected as yes rather than being left blank.